Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the  had just received a call today ((B)(6) (2022) from a nurse at the patient's managing health care provider (hcp) office to report the patient was going in for a lead revision tomorrow ((B)(6) 2022) because the patient thought it was the therapy that was causing the patient's hand to be tingly and numb. The rep stated that was all they were told by the nurse and that they didn't know how long this had been going on or if the patient had other symptoms and stated the nurse had requested information about the warranty. The rep stated they were calling to inquire about the warranty information so they could share it with the hcp office. Patient services sent the rep the requested information and documented the reported event. No further action was taken by patient services. No further complications were reported at this time.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1zxgy, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.